Event description:
The femur was being broached with a six 13 tm hip broach. When the physician went to extract the broach ((B)(4)), the handle popped off in the locked position and hit the floor. After a 20 min flash in the autoclave the same incident occurred once more. Customer had to wait for another anterior handle to be delivered from an alternate facility in order to complete the case. The case was delayed a total of 1 hour and 20 minute. No pt injury was reported.

Manufacturer narrative:
These parts were manufacturing by precision medical technologies. The device history record was pulled and reviewed. It was noted that after the review of the DHR for lot number 56474893, the product was manufactured to print specification. The manufacturing process did not show any evidence that would of caused the issue experienced.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.